Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, and self tests. No unexpected rewind, insulin flow blocked alarms or prime anomalies were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they are unable to exit the load reservoir process. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. Customer stated the rewind the option displayed after an alarm. Advised customer to select load and hold down until load reservoir process completes. Customer did not receive complete status with next highlighted on the screen. Advised customer to place the pump in storage mode and remove battery, press and hold the back button until the screen turns off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.